Manufacturer narrative:
UDI: (B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil of a minicap was losing air. This event occurred during set up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and the lower seal was found to be not complete and there was seal separation in a small portion. The reported condition was verified. The problem was reproduced during machine start up at the silicone buffer change, when it is not properly positioned in its cavity; this happens when the machine starts working, once it starts the buffer adjusts into the cavity, this activity is performed by the machine operator. The cause was determined to be due to a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.